Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual and microscopic inspection were performed and nothing unusual was noted. The sample made a flush connection and the connection was solid. The sample was then checked for flow, and the flow was normal with no issues. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV connector caused a no flow to occur. This occurred during patient infusion of an unknown drug in the anesthesiology department using a catheter with the one-link. The reporter stated that after the event, the one-link was removed, and the tubing was connected directly to the catheter; solution was then found to flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.